Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited intermittent oversensing and undersensing on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.